Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.7 cgm sensor type: data not available the patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn longer than 48 hours. As treatment, the patient placed a new pod.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. It was unknown if the pink slide moved forward, however, the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported.